Manufacturer narrative:
This report contains additional information, d4.

Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. The reason for the "system hot error" was that the vents were blocked. Blocked vents would have kept the heat from dissipating from the unit and not letting cool air into the unit to cool it. This unit is running normally and as designed.

Event description:
It was reported the patient's device stopped working. In turn, the device displayed "system hot" error message. As a result, the patient was issued a replacement device.